Event description:
Pt is concerned she does not receive her entire dose of forteo when using the 32 gauge 4mm pen needles. The pharmacist advised her to use the 31 gauge 5mm pen needles her provider originally ordered.